Manufacturer narrative:
The manufactures internal number is (B)(4). Investigation is on-going. Product requested but not yet received. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. IFU for ceramic beaks pi-000005 v6.0 (09-2020) states do not use a sheath with any signs of damage to the ceramic insulation as it may fail in use and cause injuries to the patient. Deflecting obturators must be properly locked into the sheath prior to use.

Event description:
It was reported that there was an issue with the product 27040xa ceramic inner tube. According to the information received the beak broke off inside the patient. There was no patient harm/injury reported. Additional information has been requested but not yet received as of the date of this report.

Manufacturer narrative:
The manufactures internal number is (B)(4). The product was returned and evaluated. No breakage of the ceramic insert can be detected. The shaft shows only signs of use (scratches, complaint of the customer cannot be traced.